Manufacturer narrative:
Block g3: e7148 axios china clinical trial block h6: device code 3009 captures the reportable event of stent positioning issue based on the reported event of "stent falling." Block h10: the returned hot axios delivery system was analyzed, and a visual evaluation noted that the stent was not returned. The delivery system was inspected and no damages were found. A functional evaluation cold not be performed because the stent was deployed. No other issues with the device were noted. The reported event was not confirmed. The reported complaint 'stent falling' and "under ultrasound, the stent was not observed for distraction." Are not confirmed because this event occurred during procedure and it is no possible to replicate these events in the laboratory. The reported positioning issue may be related with the device visibility issue, as well as, the handling of the device during the procedure. Other factors during the procedure and/or the interaction with the scope, and the anatomy of the patient in the procedure area could have possibly affected the device performance and its integrity contributing to the reported issues. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst/walled off necrosis (won) during a procedure performed on (B)(6) 2019. Reportedly, endoscopic retrograde cholangiopancreatography (ercp) and nasocystic drain were performed endoscopically during the stent placement procedure. The stent was placed as part of the e7148 axios china clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2019. The patient was referred to the axios china clinical trial after presenting with abdominal paint and early satiety. According to the complainant, during stent deployment, a device deficiency of 'stent falling' was noted. Turbid drainage was observed through the stent. Reportedly, "under ultrasound, the stent was not observed for distraction" and there was replacement due to device deficiency. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b5 and h6 (device code) have been updated with the additional information received on december 22, 2020. Block g3: e7148 axios china clinical trial. Block h6: device code 3009 captures the reportable event of stent positioning issue based on the reported event of "stent falling." Block h10: the returned hot axios delivery system was analyzed, and a visual evaluation noted that the stent was not returned. The delivery system was inspected and no damages were found. A functional evaluation cold not be performed because the stent was deployed. No other issues with the device were noted. The reported event was not confirmed. The reported complaint 'stent falling' and "under ultrasound, the stent was not observed for distraction." Are not confirmed because this event occurred during procedure and it is no possible to replicate these events in the laboratory. The reported positioning issue may be related with the device visibility issue, as well as, the handling of the device during the procedure. Other factors during the procedure and/or the interaction with the scope, and the anatomy of the patient in the procedure area could have possibly affected the device performance and its integrity contributing to the reported issues. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst/walled off necrosis (won) during a procedure performed on july 31, 2019. Reportedly, endoscopic retrograde cholangiopancreatography (ercp) and nasocystic drain were performed endoscopically during the stent placement procedure. The stent was placed as part of the e7148 axios china clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2019. The patient was referred to the axios china clinical trial after presenting with abdominal paint and early satiety. According to the complainant, during stent deployment, a device deficiency of 'stent falling' was noted. Turbid drainage was observed through the stent. Reportedly, "under ultrasound, the stent was not observed for distraction" and there was replacement due to device deficiency. There were no patient complications reported as a result of this event. Additional information received on december 22, 2020. According to the complainant , during the procedure, the issue was that the stent failed to deploy. A second axios stent was implanted to complete the procedure.

Manufacturer narrative:
Block g3: e7148 axios china clinical trial block h6: medical device problem code a1502 captures the reportable event of stent positioning issue based on the reported event of "stent falling." Block h10: the returned hot axios delivery system was analyzed, and a visual evaluation noted that the stent was not returned. The delivery system was inspected and no damages were found. A functional evaluation could not be performed because the stent was deployed. No other issues with the device were noted. The reported event of stent deployment failure was not confirmed; the stent was not returned. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as the stent was not returned and the delivery system was returned in good condition. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst/walled off necrosis (won) during a procedure performed on (B)(6), 2019. Reportedly, endoscopic retrograde cholangiopancreatography (ercp) and nasocystic drain were performed endoscopically during the stent placement procedure. The stent was placed as part of the e7148 axios china clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2019. The patient was referred to the axios china clinical trial after presenting with abdominal paint and early satiety. According to the complainant, during stent deployment, a device deficiency of 'stent falling' was noted. Turbid drainage was observed through the stent. Reportedly, "under ultrasound, the stent was not observed for distraction" and there was replacement due to device deficiency. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2020*** according to the complainant, during the procedure, the issue was that the stent failed to deploy. A second axios stent was implanted to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst / walled off necrosis (won) during a procedure performed on (B)(6) 2019. Reportedly, endoscopic retrograde cholangiopancreatography (ercp) and nasocystic drain were performed endoscopically during the stent placement procedure. The stent was placed as part of the (B)(6) clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2019. The patient was referred to the (B)(6) clinical trial after presenting with abdominal paint and early satiety. According to the complainant, during stent deployment, a device deficiency of 'stent falling' was noted. Turbid drainage was observed through the stent. Reportedly, "under ultrasound, the stent was not observed for distraction" and there was replacement due to device deficiency. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.